Manufacturer narrative:
(B)(4)

Event description:
It was reported that during generator change out due to normal eri externalized conductors were revealed under fluoroscopy. The lead was capped and replaced. Images sent for review did not confirm externalization. The patient is doing fine post procedure.